Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. It was noted the patient had an unrelated procedure on (B)(6) 2020 where it is unknown if the ipg was placed in the surgery mode or not. Troubleshooting was unable to resolve the issue. Further troubleshooting is pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.